Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test.

Event description:
It was reported that the customer's insulin pump alarmed motor error for the past two days. The mother stated that the customer removed the reservoir, completed the rewind/prime, and bolused. The customer's blood glucose reading was 112mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.